Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the ultrasound did not work. Additional information has been requested but not received.

Manufacturer narrative:
The customer reported that the ultrasound did not work with the system. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on march 15, 2005. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received indicated that the event occurred before surgery.